Event description:
It was reported during a da vinci total benign hysterectomy, when an intuitive surgical inc. (Isi) field service engineer (fse), observed a double image on the screen and loose patient side manipulator (psm) 3 axis. The fse replaced the loose axis, psm was upgraded to correct the problem. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. Axis 2 failed the in-house weight drop test and axis 1 failed the in-house viscous drag test. As a correction both axis 2 brake will be replaced and axis 1 harmonic drive will be replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) failing the weighted brake test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.